Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent act button response due to flattened dome switches. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
The parent reported via phone call that the customer received a button error alarm. The parent also reported the buttons were sticking and unresponsive prior to the alarm occuring. The customer's blood glucose was over 200 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.